Event description:
The facility alleges, the stapler jammed locking onto patient's skin, allegedly caused torn skin. No additional info is available at this time.

Manufacturer narrative:
Device evaluated by MFR. The device has been requested for eval but has not been received. Should the device be received for eval, a follow-up report will be filed upon completion of the eval or if add'l info becomes available.